Manufacturer narrative:
Supplemental report required to change the implant date to (B)(6) 2006, which was earlier reported incorrectly as (B)(6) 2011.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmissions. The right atrial lead exhibited noise oversensing. Inappropriate automatic mode switching was noted due to noise. The device was reprogrammed. No patient symptoms were reported.